Event description:
An optometrist reported a bilateral case of recurrent corneal erosion, observed at five months post photo refractive kerectomy (prk) right eye worse than left eye. Patient noted dryness and discomfort upon awakening. Light sensitive and tearing for two - three hours in the morning. Reporter indicated punctial plugs were placed in the lower lid punctum, and patient was instructed to use artificial tears during the day and eye ointment at night. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Attempts have been made to obtain additional information, at this time no additional information has been received. A review of the technical service onsite history showed that the laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the system was operating within specifications. The root cause could not be determined conclusively. (B)(4).

Event description:
Attempts have been made to obtain additional information, at this time no additional information has been received.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).